Event description:
Device triggered lia ue to sic and hrns. Rv lea integrity warning: - 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).